Event description:
On (B)(6) 2012, the reporter contacted animas and stated that she had experienced a blood glucose of 40 mg/dl today with no symptoms. She denies any symptoms at time of call, and is not implicating the pump. She is continuing on pump therapy. There is no allegation of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box and histories for the issue reported on (B)(6) 2013 have been overwritten due to continued use of the device. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump passed flow accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.